Event description:
The centralink data management system result selector was incorrectly changed to dose. One (B)(6) patient sample was reported incorrectly. The physician did not question the result. The result selector was correctly changed and the correct result was reported. There were no reports of adverse health consequences or known patient intervention due to the incorrectly reported (B)(6) result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the data and concluded the cause of the misreported (B)(6) result was user error. The tsc advised the customer to follow the proper instructions for configuring ID assays and to be properly trained on reporting confirmatory using the algorithms. The centralink is performing within specification and no further evaluation of the devices is required.